Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, during a wash-out procedure (related manufacturer reference number: 1627487-2021-18465), x-rays noted that the patient's l3 lead had migrated. As a result, the physician explanted the patient's system.